Event description:
Surgeon passed a grasper through the port and when doing so a chunk of the plastic cannula broke off into the patient. Just one piece of plastic broke off and was collected immediately and removed from the patient. Port was replaced and procedure continued. No harm to the patient from this incident.